Event description:
It was reported that during a cardiac ablation procedure using the afapro28, liquid/blood entered the balloon during the penultimate ablation and the console stopped working. The cryoballoon had to be replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: image files were returned and analyzed. One image showed system notice 50005 "safety system detected fluid in the catheter and stopped the injection" on the consoles screen. The other image showing 2 balloon catheters, one of them seems to be stained with blood. In conclusion, the physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.